Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the device did not open. They took another device to finish the procedure. There were no adverse consequences for the patient.